Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with disc herniation at l5-s1 with removal of hardware and fusion from l4-s1; and underwent l5-s1 transforaminal lumbar interbody fusion. Intra-op, tip of the driver broke while implanting a screw. The broken off part was found and removed from the patient. No fragment of the alleged instrument remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: after visual and optical examination, it appears that approximately 3mm of instrument tip has been sheared off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.